Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 66 mm diameter abdominal aortic aneurysm. The aortic neck was conical in shape and measured 27 mm at the renal arteries then 25 mm, 27, 29 and 30 mm distally over a length of 10 mm. No complications have been reported since the time of implant. It was reported that during a routine follow-up imaging showed that the stent graft did not appear fully expanded. The aneurysm is not growing but there is contrast in the sac, in the anterior portion of the sac. The aortic neck has not changed since implant. Angiogram was performed one year post implant and confirmed the endoleak is a proximal type I endoleak at the anterior aspect. There was no stent graft migration. A 36 mm endurant aortic cuff was deployed approximately 1-2 mm higher than the existing stent graft and just below the lowest right renal artery. A reliant balloon was inflated several times. Post angio showed a very small amount of contrast from the top anterior aspect of the stent graft. The patient will be monitored. No additional clinical sequelae were reported. Review of a single still cta image was inconclusive. There was an area of possible contrast seen in the proximal sac; possibly from a proximal type I endoleak. The image also showed an "arrow" pointing to the bifurcate flow divider where the stent graft normally tapers down; no obvious stent graft issues could be seen. The cause of the reported events could not be determined.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak. Lack of information (unknown type and cause of endoleak). Conclusions: endoleak. Lack of information (unknown type and cause of endoleak).

Event description:
Review of a single returned still image show a likely proximal type I endoleak on the anterior of the aorta/sac. A single post-implant still angio image post-cuff implant showed that the cuff was placed just proximal to the bifurcate. The endoleak persisted, but appeared to be greatly reduced after implant of the cuff. The cause of the endoleak is unknown; the short and conical neck may have contributed.

Event description:
Additional information was received as follows: it was reported that the patient had a follow-up cat scan which showed a proximal type I endoleak. The endoleak was due to lack of / short aortic neck. The patient will be monitored. Review of additional films showed that an endurant aortic cuff had been implanted and was positioned just above the bifurcate; distal to the renals. The maximum diameter of the aaa measured 6.6cm. There was contrast seen in the sac which may be from a proximal type I endoleak. The proximal neck was short and reverse funnel shaped. The neck diameter just below the renals was 30 x 34mm; 1cm lower measured 34 x 36mm, and 2cm lower measured 38 x 53mm. Thrombus was seen lining the ID of the cuff, bifurcate aortic body, and ipsilateral limb extension. The cause of the thrombus could not be determined. The cause of the proximal type I endoleak may be due to the short and conical neck.

Manufacturer narrative:
(B)(4). Results: stent graft occlusion. Unknown cause of thrombosis. Conclusion: stent graft occlusion. Unknown cause of thrombosis.

Manufacturer narrative:
Evaluaton, results: patient¿s condition affected effectiveness of device (short conical aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (short conical aortic neck).